Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es cubie was failed and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed and was not detected on the bus. A technical support specialist was unable to find the station details on remote support service (rss) to check the station's status. While on the call, the customer was advised to perform a station reboot followed by a recovery, which resolved the issue. The customer then tried to access the drawer and cubie and was able to do so successfully. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.